Event description:
Patient was transported from neuro intensive care unit to MRI for imaging. Following the MRI scan while transporting the patient from the MRI table to the patient cart, a piece of the patient's et tube became disconnected. This disconnected piece of the tube made it impossible for staff to reconnect the patient's ventilator back to the et tube or allow rt to manually bag the patient. A code was called. The patient was then emergently extubated, manually bagged, and then re-intubated by the intensivist in the MRI department. Patient then returned to neuro intensive care unit back on ventilator.